Event description:
It was reported to gore by the physician, gore seamguard staple line reinforcement material (implant date not provided) was used for a pulmonary segmentectomy in a lung cancer patient. The patient developed hemoptysis (date not provided) and died at home in 2008. The physician reported the autopsy revealed fistula formation from the aorta to the surgical site causing blood collection into the thoracic cavity. No device will be returned.

Manufacturer narrative:
The investigation is in progress.